Manufacturer narrative:
Blocks b5, h6 (patient and impact codes), and h11 have been updated based on the additional information received on april 18, 2025. Block b3: the exact event onset date is unknown. The provided event date of january 5, 2021, was chosen as the best estimate based on the procedure which happened sometime in january 2021, and the day of adverse event reported at four days (pod4) post-procedure. Blocks d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Four days post-procedure, the patient developed a urinary tract infection. While the infection was reportedly treated, specific details regarding the treatment were not provided. Per physician's assessment, the event was not serious, was not related to the device, and possibly related to the procedure. Additional information received on april 18, 2025. After thorough review by the healthcare facility, it was determined that the adverse event for this patient was inadvertently entered and has been removed from the file.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the procedure which happened sometime in (B)(6) 2021 and the day of adverse event reported at four days (pod4) post-procedure. Blocks d4, h4: the complainant was unable to report the upn and serial number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a percutaneous nephrostomy set was used to treat a left nephrolithiasis during a left percutaneous nephrostolithotomy (pcnl) of stone greater than 2 cm procedure performed sometime in (B)(6) 2021. Only one naviguide device was used. Four days post-procedure, the patient developed a urinary tract infection. While the infection was reportedly treated, specific details regarding the treatment were not provided. Per physician's assessment, the event was not serious, was not related to the device, and possibly related to the procedure.